Manufacturer narrative:
Batch review performed on 14 february 2023: lot 174809: (B)(4) items manufactured and released on 06-oct-2017. Expiration date: 2022-09-20. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 5 years and 3 months post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.